Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath plus¿ IV catheter there was silicone visible on the needle or catheter. The following information was provided by the initial reporter. The customer stated: there was "excessive lubricant on the stylet at the IV catheter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-12. H6: investigation summary four photos and six samples were received by our quality team for evaluation. The photos were subjected to visual inspection to check for excessive lube on the catheter tubing. Excessive lube could not be observed from the photos, as they are too zoomed out and blurry. The samples were subjected to visual inspection to check for excessive lube. On all six samples, small droplets of transparent, gel-like substances were observed on the surface of the catheter tubing. However, the lubricant appearance was found to be acceptable. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the evaluation of the returned samples, the small droplets of transparent, gel-like substances observed on the catheter tubing were most likely excessive lubricant that aggregated and formed small droplets / lumps on the catheter surface. Given the gel-like nature of the lube, it was possible for the lube to flow to different locations on the catheter during transportation or storage. The lubricant appearance on all returned samples were found to be acceptable. H3 other text : see h10.

Event description:
It was reported when using the bd angiocath plus¿ IV catheter there was silicone visible on the needle or catheter. The following information was provided by the initial reporter. The customer stated: there was "excessive lubricant on the stylet at the IV catheter."